Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material clogged in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material was clogging the nozzle due to insufficient cleaning. In addition, the drainage failed due to the clogged nozzle, angulation was insufficient and there was play in the angulation knob due to elongation of the angle wires, there was noise during angulation due to a damaged body control unit, the adhesive on the bending section cover was cloudy, and there were scratches on the bending section cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the nozzle of the subject device was clogged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material was clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.